Event description:
It was reported that during a stenting treatment procedure the stent migrated following deployment.the target lesion being treated was located in the right coronary artery (rca). An unknown size promus element stent was advanced to the lesion and deployed. Following deployment it was noted that the stent had moved and was hanging out of the ostium of the rca.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).